Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported via health authority that the vitrectomy probe had no aspiration during vitrectomy surgery, resulting in abnormal device performance and temporary suspension of the procedure. The surgery was completed on the same day after replacing the probe with another one. There was no information about patient impact.